Manufacturer narrative:
The field service engineer clarified that the replaced probe sunk into sample gel. Once the probe was replaced, the issue was resolved. No similar events have occurred at the customer site within the past 12 months. No abnormal complaint trends have been identified for the affected sample probe over the past 90 days.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they had questionable test results for two patient samples tested on the cobas 6000 c (501) module that generated sample short alarms. Of these two samples, one had an erroneous result for chol2 cholesterol gen.2 (chol). This sample initially resulted with a chol value of 8 mg/dl. The result was reported outside of the laboratory, but was caught by lab personnel right away and re-called. The result was not reported to the patient or to medical personnel treating the patient. The sample was repeated, resulting as 242 mg/dl. The patient was not adversely affected. Other test results on the same sample were believed to be correct. The customer stated that serum from the primary tube was poured off into a pour-off tube. The customer stated that the sample volume in the pour off tube was not low. The customer was concerned about the analyzer flagging this sample since the sample volume was not low. The chol reagent lot number was 21725701, with an expiration date of 31-oct-2017. The field service engineer replaced the sample probe. He ran precision studies. Diagnostics were performed without errors.